Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that customer was hospitalized on an unknown date due to diabetic ketoacidosis. It was unknown if customer was using the insulin pump within 48 hours of the high blood glucose event. It was also reported that the insulin pump had a malfunction. No further details were provided. Insulin pump is not expected to return for analysis.